Manufacturer narrative:
Physio-control confirmed with the customer the correct part number to order a new front keypad assembly. The customer later indicated that the front keypad assembly was replaced and then observed proper device operation. The removed assembly will not be returned to physio-control for evaluation. Further root cause of the reported failure cannot be determined.

Event description:
It was reported that the device's "on" button will intermittently not function. The customer must press in the center of the button to operate. There were no reports of patient use associated with this event.